Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an e226 error code along with no video image being displayed.the issue was found during an unspecified therapeutic procedure that was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The following fields were updated: d8, h3, h6. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.